Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the "pressure transducer test" during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer was on site and retrieved the logs. This repair is being performed by the customer. There is no service report or part to be sent back. We do not know the current status of the ventilator. The received logs confirm that the machine failed the reported tests. However, we cannot find the root cause of the reported issue except verifying it because the customer is doing their own service.getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
(B)(4).